Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and condition of a damaged hose was observed during servicing. If additional information becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that service was required for the device. During service a damaged hose was observed. The device was not being used during surgery. It is unknown if injury or medical intervention had occurred. There was no additional information provided.